Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system required the user to have a witness to log in. The technical support specialist took ownership of the case and initiated troubleshooting by coordinating with the customer and pharmacy team. Verified that the issue was affecting only specific users and a single station. Requested additional details regarding impacted users and stations. Attempted server access and continued follow-ups to gather required information. Subsequently contacted the customer, and it was confirmed that there was no ongoing issue with the station. Based on customer confirmation and absence of any system errors or malfunction, no technical changes were required, and permission to close the case was obtained. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es it was required for all users to have a witness to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.